Manufacturer narrative:
The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient with biocell implants reported right side lump and fluid that has been sent for testing. Patient additionally reported "staying sick since implant surgery"; this event is not device related. Device has been explanted.